Event description:
It was reported that during inspection at the user facility, the o-ring inside of the lid closure came out. The device would therefore not close properly, with the potential for the housing to open and expose a non-sterile battery to a surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, o-ring inside the lid of the housing came out, was confirmed. The service technician/specialist observed that the housing rubber gasket o-ring was cut/damaged. As this device is not repairable, it was not returned to the customer.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during inspection at the user facility, the o-ring inside of the lid closure came out. The device would therefore not close properly, with the potential for the housing to open and expose a non-sterile battery to a surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.